Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk ICD, implanted: (B)(6) 2010; 4076 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular lead was cut during a left ventricular assistive device procedure a while ago. The lead was subsequently capped and not replaced. No patient complications have been reported as a result of this event.